Event description:
It was reported that during positioning of the right atrial (ra) lead the helix would not extend. The lead was removed and tested on the table and the helix still would not extend. Pinching the tip of the lead freed up the helix and it did come out, however it was decided to use another lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that the helix had tissue visible in it, which was removed with alcohol and the helix operates within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.